Manufacturer narrative:
G4:20jan2021. B4:25feb2021. H11:g5:k102985 h10:the power switch panel assembly was returned for evaluation. The power on/off (green) led trace was found broken that created the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
The customer reported power (light emitting diode) led failure. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. It was confirmed the power led went off. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.